Event description:
It was reported that the ventilator generated technical error codes indicating power errors, according to provided log files. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power failure. Reported issues confirmed in problem description and provided log files. The ventilator was investigated on site by our field service engineer. A re-installation of software 4.4 was performed but problems remained. Furthermore, printed circuit boards control, monitoring, expiratory channel and dc/dc & battery control were all investigated and tested however, none of them were found faulty. It was also reported that the o2 cell was missing. Despite several reminders, we have not received any information regarding the current status of ventilator. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).